Event description:
Allegedly, when the front of the device was struck while pacing a pt through a pacing cable, the pacing connector pushed inside the device. Device pacing could not be continued as a result. Another device was made available and was used to continue pt treatment. The rptr stated that there was no allegation of adverse effects to the pt resulting from the discrepancy, due to use of a backup device.